Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the lap inguinal hernia procedure, the balloon disengaged from the trocar/sleeve. Furthermore, the dissection balloon itself detached from the trocar and remained in the patient. The balloon was retrieved from the preperitoneal space using graspers. The current patient is alive with no injury.